Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012192776); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, as the wire crossed the left ventricle, the patient's blood pressure dropped to approximately 50 mm hg. Immediately after, the delivery catheter system (dcs) was inserted into the patient, advanced to the annulus, and the valve was deployed. The patient's blood pressure continued to decrease, however, reaching 30 mmhg once the valve was at 80% deployment. The valve was recaptured and retracted back to the aorta. The patient's blood pressure did improve and the valve was fully withdrawn. Percutaneous cardiopulmonary support was initiated and a new valve was implanted in the patient.